Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt had an acute large intracerebral bleed, which was not operable. The family was meeting with the doctor and neurology to discuss poor prognosis.